Manufacturer narrative:
This report is being submitted as follow up # 1 to provide the returned sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection of the sheath found the cross-cut valve had become separated and was not returned. The housing and cap of the actual sheath sample were cut in half and the welding state of the two components was checked and met manufacturing specifications. Magnifying inspection of the dilator found that the distal end had been slightly deformed. Simulation testing was performed on a current product sample. The dilator was inserted into the cross-cut valve inside the sheath off center. The distal end of the dilator hit against the cross-cut valve and pushed it inward. As a result, the distal end of the dilator became deformed and the cross-cut valve fell into the inside of the housing. A review of the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the investigation results, it is likely that the actual sample was exposed to excessive pushing force causing the cross-cut valve to shift, resulting in the reported leak. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
D4 - UDI number is not yet required for this product code. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete but no later than 30 days from the date that this report was sent. For this reason, evaluation code 11 was used in the conclusions section of h6. A review of the device history record and the product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot # combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported an absence of the valve on the glidesheath. Follow up communication with the user facility confirmed there was blood loss, an exact amount was not known.